Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a solent omni thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and visually inspected. Inspection found no irregularities or defects. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is an indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error message occurred during the procedure. An angiojet® solent¿ omni catheter was being used in a treatment procedure of a fistula clot. The device was primed and entered into the patient. After two pumps inside the patient, it gave them an error message. The unit kept shutting off and saying that the catheter needed to be replaced. The procedure was completed with a different catheter. No patient complications were reported.